Manufacturer narrative:
(B)(6). The device was manufactured sep2017 and 25sep2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual examination of the provided photograph did not verify the reported issue. Functional flow test must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. An unspecified volume remained in the device after 24 hours of patient infusion. The device was filled with 18g piperacillin/tazobactam diluted in an unspecified volume of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.